Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out-of-range pace impedance measurements greater than 2,500 ohms and oversensing. The crt-d and ra lead remain in service at this time. No adverse patient effects were reported. Additional information received reported that right atrial (ra) lead fracture was suspected. The device was programmed to ddi with right ventricle (rv) only pacing. In addition, rv thresholds were tested and programmed accordingly. This crt-d, ra lead, and rv lead remain implanted at this time. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out-of-range pace impedance measurements greater than 2,500 ohms and oversensing. The crt-d and ra lead remain in service at this time. No adverse patient effects were reported. Additional information received reported that right atrial (ra) lead fracture was suspected. The device was programmed to ddi with right ventricle (rv) only pacing. In addition, rv thresholds were tested and programmed accordingly. This crt-d, ra lead, and rv lead remain implanted at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out-of-range pace impedance measurements greater than 2,500 ohms and oversensing. The crt-d and ra lead remain in service at this time. No adverse patient effects were reported.